Manufacturer narrative:
(B)(4). Report source - foreign: (B)(6). The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hand piece was out of order. There was loss of power during use. It was found during inspection with no patient harm. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(6). This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, d9, g2, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: -review of the most recent repair record determined the motor was corroded, the motor speed was unstable, and the cable had contact issues. The motor and plug harness assembly were replaced and resolved the reported issue. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.